Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the renal artery. A 5.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There was tip damage. Microscopic inspection revealed a longitudinal tear in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the renal artery. A 5.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.